Event description:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 2429304 - 2024 - 0000325 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.

Event description:
It was reported, during the bronchoscopy procedure, there was a failed leak test on the bronchovideoscope and black specs were seen in the patient's airway and were removed by suction. The issue was noticed at the end of the procedure following needle and forcep biopsies. It is unknown what the foreign material is. There was no procedural delay as a result of the issue and the intended procedure was completed successfully with the same device. There was no clinical impact as a result of the issue. The scope was cleaned and disinfected, however it was not sterilized. There were no abnormalities in the accessories used for reprocessing. The olympus instructions for use (IFU) is followed for reprocessing. The air/water nozzle/channel was flushed with detergent solution per the olympus reprocessing IFU. There are no concerns about reprocessing from the customer. During precleaning the customer aspirated enzymatic cleaner and air through the biopsy and suction channel.